Manufacturer narrative:
H.6 investigation summary: based on the investigation results, the reported issue for the carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following : the potential cause of the carryover was the blue laser fiber being out of specification and a dirty flowcell. The DHR was reviewed to confirm the instrument met all the manufacturing specifications prior to release. The field service representative (fsr) performed a field visit. The fsr performed a series of standard tasks during preventive maintenance (pm). After the works performed during the pm, the instrument was tested and was meeting specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during usage of bd facscanto¿ ii carryover was observed. The following information was provided by the initial reporter: customer reported 'we have the same problem on facscanto ii with carry over/contamination of the instrument. 1. Were samples contaminated as a consequence of this issue? Yes 2. Are there erroneous results on patient samples from diagnostic test? (If no, no further questions required. If yes or unknown answer question 3) no.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during usage of bd facscanto¿ ii carryover was observed. The following information was provided by the initial reporter: customer reported 'we have the same problem on facscanto ii with carry over/contamination of the instrument 1. Were samples contaminated as a consequence of this issue? Yes 2. Are there erroneous results on patient samples from diagnostic test? (If no, no further questions required. If yes or unknown answer question 3) no